Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are not disclosed,customer does not know what is her expected results, stated the doctor never told her. Verified test strips expire 05/31/2018. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 55mg/dl and 55mg/dl. Expected results: reviewed meter memory: 1: 52mg/dl (B)(6) 2015 03:22:00 am fasting:yes. 2: 47mg/dl (B)(6) 2015 11:54:00 am fasting:yes. 3: 78mg/dl (B)(6) 2015 06:57:00 am fasting:yes. 4: 81mg/dl (B)(6) 2015 06:29:00 am fasting:yes. 5: 101mg/dl (B)(6) 2015 03:11:00 am fasting:no. Customers concern:52,47mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions. Correction of lot #: test strip lot # ps2364 added.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are not disclosed,customer does not know what is her expected results, stated the doctor never told her. Verified test strips expire 05/31/2018. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 55mg/dl and 55mg/dl. Expected results: reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are not disclosed,customer does not know what is her expected results, stated the doctor never told her. Verified test strips expire 05/31/2018. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 55mg/dl and 55mg/dl. Expected results: reviewed meter memory: (B)(6). Customers concern: 52,47mg/dl. No adverse event reported.